Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that the customer experienced high blood glucose level of over 600 mg/dl. She stated that the customer's high blood glucose was treated with the insulin pump. The customer was not alleging that the insulin pump was under delivering. She stated that about five air bubbles of approximately 8th of an inch were present throughout the tubing length. The customer was advised to tap the reservoir to gather small bubbles into a large one and then slowly push on the plunger to remove air bubbles and as a result the bubbles were successfully removed. Troubleshooting was performed for customer's high blood glucose. The insulin pump will not be returned for analysis.